Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest/indicate that patient (lvot calcification) and procedure related factors contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Through the review of the medical article: "interventional closure of aortomitral perforation after tavr: a case report (doi: 10.1002/ccd.29561)", corresponding author nils petri, the following event was identified: the day after the transcatheter aortic valve replacement using a 29 mm sapien 3 valve, an atrioventricular shunt in the aortomitral continuity proximal of the tavr valve was diagnosed, probably caused by a shift of the left ventricular outflow tract (lvot) calcification during valve deployment. The interdisciplinary heart team decision was to opt for an interventional closure of the leak with a 10 x 5 mm valvular plug. In a follow-up transthoracic echo 4 weeks after the procedure, a residual shunt could be excluded.